Event description:
It was reported that the pump exhibited a system fault, 46,828. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: date received by mfg; 1/27/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Testing was performed during investigation. The customer reported complaint could not be replicated. It was found that there was many communications module intermittent alarms and that the real time clock battery needed to be charged due to not in use for a long period of time.